Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 508 mg/dl with symptoms of dehydration and trace ketones associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the pump had experienced intermittent power. This complaint is being reported because the patient allegedly experienced hyperglycemia because of damage and intermittent power to the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump histories indicated the last basal delivery occurred on 04/25/2016. The black box data from the time of the alleged issue was unavailable for review due to continued pump use. There were no reboots observed in the available histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally and was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.